Manufacturer narrative:
(B)(4). Eval, results: (based on the info provided no root cause can be determined), (death). Conclusion: no conclusion can be drawn (based on the info provided no root cause can be determined).

Event description:
An endeavor rx drug eluting stent diameter 3mm length 30mm was deployed in the proximal rca resulting in 0% stenosis. Two and a half weeks later, the pt was treated for pneumonia and recovered. Pt was reported to have oral cancer. Eleven months post stent implant pt death was confirmed upon physician's visit to pt's home. Physician commented that the reason of death was unclear and it seems unlikely that there might be a relationship between the relevant stent and death.

Manufacturer narrative:
Patient had a history of diabetes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.